Event description:
It was reported that during a laparoscopic cholecystectomy, the device would not fit down the 11mm trocar sleeve. The obturator fit down the 12mm trocar sleeve. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.